Manufacturer narrative:
Twenty five days prior to the receipt of this report, the patient was discharged from the hospital and deemed recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. Initially, the patient was presented to the hospital (the day after onset), was not admitted and began antibiotic therapy at home; however, on an unreported date the patient was hospitalized for the peritonitis event (specifically reported as ¿decided to receive treatment in the hospital¿). The patient was treated with intraperitoneal (ip) ceftriaxone (1.0 gram, two times per day, duration not reported), ip amikacin (0.25 once a day, duration not reported) and ip heparin (2500 units, two times per day, duration not reported) for the event. Action taken with dianeal therapy was not reported. The patient was recovered from this peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.